Event description:
According to the available information, the static anchor broke off the sling [suture break] when implanting. A new altis was implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No nc's nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while tensioning the sling. Detail was not provided as if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the static anchor broke off the sling [suture break] when implanting. A new altis was implanted.